Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited varying increased right ventricular (rv) pacing impedances of 2600 ohms, and increased pacing thresholds. Technical services (ts) discussed the possibility of an intermittent crush or fracture of the lead. It was also noted that the patient had an enlarged heart and they no longer had any slack in the lead. The patient therefore was scheduled for a lead revision, during which, the physician elected to surgically cap and replace the lead. It was later noted that the increased impedances might be due to a suspected loose connection. When the new defibrillation lead was connected to this device, high defibrillation thresholds (dfts) were noted. The patient therefore received a sub q array lead. When the array lead was being connected, it was noted that the high voltage pins were reversed in the header. They were switched back with no further issue. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the device was later explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, external visual inspection noted tool marks on the case and header and body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.